Manufacturer narrative:
Pt contact information was not included in the maude event report; therefore, we are unable to request additional information from the reporter. The pt reports inflammation, which is a known possible adverse event listed in the IFU. The information provided did not include product identifiers, therefore a review of the manufacturing records could not be conducted. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol per maude event report (mw5031727): it is alleged on (B)(6) 2010 the pt was implanted a bard/davol sepramesh. Following the implant the pt reports having problems including over a dozen hospitalizations and is now out of work. The pt reports having trouble walking, moving and sleeping, and has chronic inflammation and is being treated with antibiotics indefinitely.